Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The device was deployed without pulsatile blood marking confirmed. It should be noted that the proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In the vein, the flow of blood may not be pulsatile or blood may only fill the marker lumen. In this case, is unknown if the absence of blood marking contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication a product quality issue. The additional proglide devices referenced are filed under separate medwatch report numbers. (B)(4).

Event description:
It was reported that bilateral suture placement in common femoral arteries was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aortic aneurysm repair interventional procedure. Reportedly, three proglide devices were attempted to be used in the right common femoral artery (rcfa); however, there was no blood flow coming from the marker lumen of the proglide devices and there was no suture present when the needle plunger was removed after deployment. A c-arm fluroscopy machine was used to ensure that the proglides were in the artery. The sutures of two new proglide devices were successfully pre-placed in the rcfa. An attempt was made with five proglide devices in the left common femoral artery; however, for three of the proglide devices, there was no blood flow coming from the marker lumen when positioned in the vessel. Additionally, there was no suture present when the needle plunger was removed after deployment of the three proglides. The sutures of the two additional proglides were preplaced in the lcfa. It was noted that the groin was a "deep groin" they were trying to deploy into. The sheath was upsized to an 18f at both access sites and the endovascular aortic aneurysm repair procedure was completed. Hemostasis was not fully achieved with the pre-placed proglide sutures in the rcfa; therefore, some manual arterial compression was applied. The sutures of the two proglides in the lcfa came out of the groin. Cut down surgery was performed to achieve hemostasis in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.